Manufacturer narrative:
The adhesive patches (clear and/or white) may cause skin irritation or allergic reaction, which is a known and anticipated potential adverse effect as described in the eversense user guide, and does not require further investigation. It was confirmed that the patches were not expired at the time of use. The reported irritation did not result in removal of the sensor. Per data management system review, the user continued to actively use the system with up-to-date information at the time of case closure.

Event description:
On (B)(6) 2026, the user reported an allergic skin reaction associated with use of the clear adhesive patches. The user described localized skin irritation at the patch site and indicated a known history of sensitive skin. The user's healthcare provider was aware of the event and prescribed clobetasol ointment for symptom management.